Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was completely failed to work. A field service engineer (fse) disconnected the pyxibus cable from drawer 1, after which the station rebooted successfully. The issue could not be reproduced at that time. During a subsequent visit, the same behavior was observed, where disconnecting the pyxibus cable from drawer 1 allowed the station to boot successfully. Further inspection of drawer 1 revealed a small hole in the retractor band cable, likely causing a short against the drawer chassis when closed. The retractor band was replaced, and the drawer was reconnected. Upon reboot, a small spark was observed near the point where the pyxibus cable enters the electronics compartment. Inspection showed damage and wear marks on the pyxibus cable insulation caused by contact with the drawer chassis. The pyxibus cable was replaced and properly secured with service loops using zip ties. After rebooting, the station powered up successfully. Drawer 1 initially showed a failure due to prior disconnection during testing; diagnostics were performed, and the drawer functioned as expected, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pn-msc1 was not working at all and the screen was blank. The cable connecting the drawers was found to be kinked. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.